Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: visual examination of the provided pictures identified that the poly had fractured. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient product information.

Event description:
It was reported that a poly was broken during surgery. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.